Event description:
An issue was reported involving air bubbles in the tandem mobi cartridge during the pumping process. There was no reported adverse impact to the customer's blood glucose level. Customer primed the tubing to address the issue.